Event description:
The reporter stated that the set is leaking around the injection site. No pt injury or treatment associated with the event.

Manufacturer narrative:
The returned units were evaluated and found to have cracking present at the sampling site port. The exact cause of the cracking could not be determined. The ID of the sampling site body had been increased in 2004 to reduce stress on the plastic. Review of the complaint database indicates that this is the only lot of product with the reported issue of the sampling site cracking with the larger ID. This is being monitored. The device history records were reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.